Event description:
During laparoscopic living donor nephrectomy, endoscopic stapler would not release from renal vein after firing. Required resection of renal vein in order to remove device from pt. No further treatment or intervention required.